Manufacturer narrative:
The customer's barcode symbology was code 39. The checksum feature of the lh750 was disabled. As per product labeling, beckman coulter strongly recommends the use of bar-code checksums to provide automatic checks for read accuracy. On (B)(4) 2008, the field service engineer verified instrument performance. Root cause is the failure to use checksum digits and the checksum feature of the lh750. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.

Event description:
Customer reported a sample misidentification when using a coulter lh 750 hematology analyzer. A sample identification number of #=(B)(4) was incorrectly read as #=(B)(4). A "no match" error message was generated. Pt demographics were not assigned. Erroneous test results were not reported out of the laboratory. No reports of death or serious injury, and no affect to pt treatment as a result of this event.